Event description:
It was reported that versa pulse power suite console had smoke when it was being used. The procedure was completed with this device.

Event description:
It was reported that versapulse powersuite console had smoke when it was used. The procedure was completed with this device.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit on site and determined that the the console had its bricks one and two were pitted, it is likely that thebricks were damaged. The damaged bricks could affect the functionality of the console, being the most probable cause to this event; therefore, it can be traced to a component failure.